Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while priming the device tubing for blinatumomab and once medication reached air filter, the device exhibited an occlusion error and could no longer prime. The reporter ensured that all clamps were open, reattached the cassette and opened the end of tubing, however the device continued to exhibit a downward occlusion error. The reporter had to re-spike blinatumomab bag. There was no patient involvement, and no patient harm/adverse event reported.